Event description:
The pt received two leads (from the same lot) for off-label use on (B)(6) 2011. It was reported, the pt was no longer receiving adequate coverage. An impedance check was performed and revealed one of the leads had two invalid contacts. As a result, the lead was explanted and replaced. The lead was discarded by the surgical facility.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.